Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. The patient¿s age was used to determine a placeholder date for this field. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that a child pricked their finger on a dirty, unspecified bd¿ pen needle lodged between some seats at a restaurant. The patient will be taken to the hospital for appropriate blood testing, but there was no further information provided. The following information was provided by the initial reporter, translated from (B)(6): "a bd¿s pen needle user called customer service about a needle stick incident occurring in his grandson; however, whether this incident occurred in the bd¿s pen needle or non-bd¿s pen needle remains unknown. According to this user¿s report, his daughter visited a restaurant and her elementary school boy... Was playing by putting his hand between the seats. There seemed to be a used pen needle of which the manufacturer remained unknown between the seats. Then the boy pricked his finger on the needle. The user's daughter (boy's mother) will take him to the hospital. No further information was provided."